Manufacturer narrative:
The investigation has been completed. The most likely cause of the reported undefined cartridge alarm was due to cartridge alarm 19's received within the same time period.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump displayed that the cartridge could not be used on multiple occasions. There was no known impact to the customer¿s blood glucose level. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.